Manufacturer narrative:
(B)(4). Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6077870. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Bd received 38 unused representative iag/bc 20ga units in sealed packaging from the lot number 6077870. A visual/microscopic examination was performed and there was no mechanical/physical damage observed to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A functional test (needle retraction) was performed. When the buttons were depressed, all of the units successfully retracted into the safety barrels. Conclusion - the customer's reported defect was not confirmed. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. The actual units described in the incident report were not returned for evaluation. An absolute root cause for this incident cannot be determined.

Event description:
It was reported by the nursing staff that the needle is not retracting "like they normally should." Per report, this occurred three times.